Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and no lead impedance anomalies were found. Impedance trends were steady. Interference/noise was observed. The lifetime sensing integrity counter is 505 and 313 of these have occurred over the last 13 days. A high value of this count can indicate a possible intermittency in the system. Lead integrity alert (lia) triggered was also observed. Lia was installed and was likely triggered (B)(6) 2010. Upon device analysis, no anomalies found.

Event description:
It was reported that while leaning over into a swimming pool, the patient, who is pacing-dependent, felt dizzy and then received a shock. It was also reported that the same patient heard the lead integrity alert two weeks later, and the device upon interrogation showed non-sustained episodes recorded during tooth brushing. In-office arm maneuvers showed sensing noise. The right ventricular sensitivity was reprogrammed. It was further reported that there were signs of oversensing. The patient has had symptoms of "lightheadedness" which may be due to the oversensing inhibiting pacing. The right ventricular pace/sense lead was capped and replaced. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.